Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and determined the touchframe printed circuit board (pcb) needs to be replaced.

Event description:
It was reported that the ventilator was generating a screen block message. Patient involvement information was not provided by the customer.